Event description:
The customer reported air bubbles in the reservoir. The blood glucose reading was 350 mg/dl. The customer stated that he did not see the reservoir leaking. No further info was provided.

Manufacturer narrative:
Inspected one opened used reservoir, and performed manual prime and high-pressure tests. The reservoir leaks past the o-rings as a result of a damage plunger with several indentations, and a barrel with several deep lines. See scanned page.